Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained gablofen [2000 mcg/ml] at a dose of 200 mcg/day. It was reported the patient thought her catheter pulled during a transfer/activity of daily living (adl) with caregivers. The patient was recently implanted and was titrated up to 200 mcg. The managing doctor did not think she was responding as well as she should to 200 mcg/day. The patient reported feeling like something pulled in her back one day while doing adls/dressing. During surgical revision on (B)(6)2017, the anchor in the back was intact, and no catheter coiling was noted. There was a small amount of clear fluid collected in the back subcutaneous incision. When the catheter was cut in the back/spine area, there was a flow of cerebrospinal fluid (csf). A sideport aspiration was normal. Csf was aspirated without difficulty. X-rays showed the tip at t6 where it was implanted. The patient requested a longer catheter. Surgical replacement of the spinal portion was done on (B)(6) 2017. The tip was placed high at low cervical level (vs previous t6 level), and the total length was 15.5 cm longer than the previous catheter. A new spinal portion was placed, a new anchor was placed, and a new segment was connected to the existing catheter via collet in the revision kit. The dose was lowered to 100 mcg/day after the revision. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.